Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's device was prophylactically explanted and replaced due to advisory. The patient was pacer dependent with chronic atrial fibrillation. No malfunction reported for device. The patient was stable.

Manufacturer narrative:
The device was electively explanted. Interrogation of the device revealed it was above eri when received. Analysis was normal. No anomalies were noted.